Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the patient undergone a procedure to relocate system deeper due to infection. A revision was performed and the pacemaker along with the ra lead and right ventricular (rv) lead remain implanted. There were no additional adverse patient effects reported. The ra lead will not be returned.